Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-may-20 from the healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the cause of the multiple volume discrepancies was unknown. It was also reported that a refill did not occur on (B)(6) 2019 but that an interrogation of the pump logs for device events had occurred. Information on the volume discrepancies was unknown. The patient was sent for a surgical consultation with neurosurgery. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone 9 mg/ml for a total dose of 1.9 mg/day, clonidine 662 mcg/ml for a total dose of 137.8 mcg/day, and baclofen 236 mcg/ml for a total dose of 236 mcg/day via an implantable pump for spinal pain. It was reported a volume discrepancy occurred where the actual residual volume (arv) less than expected residual volume (erv). It was noted that the hcp called the rep regarding a patient they were filling in clinic today(B)(6) 2019. It was noted that the hcp noticed a 5 ml volume discrepancy at the last refill 5 months ago and that the patient had a 8 ml volume discrepancy today. The rep did not know the exact volumes, but that the patient reported an increase in pain and knowns that the patient felt as though they were not getting their medication. The rep believed that they meant the arv was less than erv. The rep reported the patient's refill interval is 4 to 5 months long. The rep stated that these were the last two refills that the hcp felt were out of product specifications. The rep was not with the hcp. It was noted that this was not the first refill since implant/revision. Troubleshooting done prior to the call included the reservoir was accessed and reviewed for underinfusion. Underinfusion was reviewed as troubleshooting could not be performed due to lack of access to the product. The rep planned to call hcp back. The event date was asked, but unknown (believes the first large volume discrepancy was sometime 5 months ago). Additional information received on (B)(6) 2019 stated they were seeing the patient today and the logs showed no alarms. The erv was 2 ml and the arv was 5.5 ml. Therapeutic bolus, catheter access port (cap) aspiration and dye study, imaging, inflammatory mass (im), and disease process changes were discussed. No further complications were reported/anticipated.